Event description:
It was reported that this atrial lead was subsequently removed from service due to the continued out of range pacing impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited out of range pacing impedance measurements which were greater than 2000 ohms. A boston scientific technical services consultant documented the reported clinical observations and discussed troubleshooting with the caller. The patient will continue to be monitored. No adverse patient effects were reported.